Event description:
Pt alleges she experienced unnatural looking breasts, pain, aches, shooting pain in her right armpit, arthritic symptoms, memory loss, thyroid deficiency, subject to a lot of infections, capsular contracture and painful mammograms. Medical records state the pt's mammograms showed irregular calcification, leaking of her right implant and her outer right quad had increased density.